Event description:
The customer tested blood glucose and the result was 500mg/dl. Two hours after eating the customer was shaking and could not breathe. The customer took 5mg of glipizide. The customer stated they blacked out. Paramedics were called and the customer was given oxygen and they checked their blood pressure. The customer was taken to the hospital where their blood glucose was 50mg/dl. The customer was given suger milk. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.